Manufacturer narrative:
The device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp), where the reported issues of it measuring lower peep (positive end expiratory pressure) than set, low exhaled tidal volume (vte) levels, and displaying a patient circuit disconnect alarm were confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ift.

Event description:
An authorized service provider (asp) contacted ventec to report that the device measured lower peep (positive end expiratory pressure) than set, and that its exhaled tidal volume (vte) was low. Additionally, the device displayed a patient circuit disconnect alarm. There were no reports of patient use associated with the issues.